Event description:
Based on information reported to davol by the surgeon: (B)(6) 2011 - a xenmatrix graft was trimmed and implanted with some tension as an intraperitoneal bridging implant which was sutured to the retracted fascial edges. A wound vac was placed over the xenmatrix. The wound was left open because of extreme contamination created by an infected previous retroperitoneal necrosis. Repeat wash outs and use of the abthera cleaned up his belly. After closure with the xenmatrix, he developed a profound systemic inflammatory response syndrome, draining as much as 8 liters a day through the wound vac covering his xenmatrix. It was never clear what drove this massive ascities. The surgeon reported this was probably a combination of his recently unrooted and debrided retroperitoneal necrosis and his very low serum albumin (1.0). (B)(6) 2012 - out of concern for undrained intra-abdominal sepsis, the surgeon split the xenmatrix and re-explored him. Everything looked good. The abdomen was closed and the drainage slowly decreased. (B)(6) 2012 - the patient was taken back to the operating room again and it was noted that the xenmatrix was starting to dissolve. The drainage continued to decrease, and the dissolving xenmatrix was removed. (B)(6) 2012 - the patient's abdomen was closed with vicryl mesh. The abdominal drainage was contaminated with e. Coli, and according to the surgeon, there were likely pancreatic enzymes in the fluid as well. The vicryl mesh was dressed with a wound vac. (B)(6) 2012 - stsg were placed over granulating tissue. (B)(6) 2012 - the patient was sent to a subacute facility, tolerating a regular diet and moving his bowels with a large ventral hernia, a pancreatic fistula draining through left flank drains but no fistula.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. It was reported that the graft started to dissolve after implant. According to the surgeon, the patient had a complex abdominal repair just prior to the xenmatrix implant that led to colonic obstruction, colocutaneous fistula, subtotal colectomy, and infected retroperitoneal necrosis. The device's IFU states: "place the device in maximum possible contact with healthy, well-vascularized tissue to promote cell ingrowth and tissue remodeling." To date, no lot number has been provided and no sample has been returned. Therefore, no manufacturing review or device evaluation could be performed. We have contacted the initial reporter to obtain additional information and to have the graft returned for evaluation, if available. If any additional information is received, a supplemental MDR will be submitted.